Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. A review of the device log indicates the user was not in the correct ECG view when a pads signal was established. We suspect the customer inadvertently switched modes (pacing) and did not recognize the lead view changed. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.